Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure and other error alarm during self-test. The customer's blood glucose value was 100 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump had low battery alarm. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Charge or battery lasts less than expected not confirmed. No the motor arm restart cannot communicate with the main arm. Noted during testing however, the motor arm restart cannot communicate with the main arm. Was found in the formatted history file due to a software error. Hardware low level failures confirmed in insulin pump history with variable due to broken trace at u1 keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).